Event description:
Customer's mother reported via phone, she was filling the tubing and when she presses the act button the insulin keeps flowing through it wouldn't stop, she has gone through 100 units of insulin. Customer's blood glucose was 280 mg/dl. Troubleshooting was performed and customer's mother stated after holding the act button no beeps or numbers appeared on the screen. Customer' mother was advised to revert to back up plan and the device need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.